Manufacturer narrative:
On 04-may-2020, mentor became aware that the patient had cancelled original explantation date and underwent unilateral explantation and replacement with 450cc smooth mentor memorygel breast implant, catalog # 3504504bc, left serial # (B)(6) on (B)(6) 2020. Upon explantation, the implant was confirmed to be ruptured. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 25-may-2020, mentor failure analysis lab received the device for evaluation. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant and developed capsular contracture. During a visual evaluation, an anomaly was observed on the device consistent with a crease/fold in the anterior view. A tear was also observed within the crease/fold in the anterior and extending to the posterior view, measuring approximately 12.3 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of the gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture at a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this (B)(6) number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 16-apr-2020, a manufacturing record evaluation (mre) was completed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture, capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a breast reconstruction primary with 450cc smooth mentor memorygel breast implant has experienced postoperative left-sided rupture of implant and left-sided capsular contracture, baker grade unknown. Patient experienced gradual and progressive hardness with intermittent pinches and aches, and numb to the touch. Rupture was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2020.